Manufacturer narrative:
Follow up 001 report for patient identifier (B)(4) was submitted incorrectly under MFR. Report # 2031527-2018-00697; the year 2018 is incorrect. In response, a follow up 002 report has been submitted for this patient (here) with the correct MFR. Report # 2031527-2017-00697 for year 2017.

Manufacturer narrative:
Follow up 001 report for patient identifier (B)(4) was submitted incorrectly under MFR. Report # 2031527-2018-00697; the year 2018 is incorrect. In response, a follow up 002 report has been submitted for this patient (here) with the correct MFR. Report # 2031527-2017-00697 for year 2017.

Manufacturer narrative:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. A recent follow up showed the patient had a possible type 3a endoleak or a type 3b endoleak. Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event of an endoleak type 3b. It was confirmed that patient had an endoleak type 3b at the ir cuff at the superior stent graft of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata material. In addition, clinical found additional events on (B)(6) 2017 (68 month post implant), with migration of the ir cuff; el1b of the r and l iliac limbs; rupture aorta; and an aneurysm enlargement (aaa). The most likely cause of the loss of seal was related to the placement of the incorrect iliac limb diameters in bilateral ectatic common iliac arteries (off label) and sealing zones with thrombus (cautionary product use condition). Associated clinical harms for this event included: type ib endoleak, aneurysm enlargement, rupture, and secondary endovascular procedure done on 11/27/2017 with a reline of a non-endologix device. And the most likely cause of the migration of the infrarenal cuff could not be determined. The final patient disposition cannot be ascertained due to a lack of medical records surrounding the event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. A recent follow up showed the patient had a possible type 3a endoleak or a type 3b endoleak. A secondary intervention has not been reported or scheduled. The patient status is unknown and not initially reported. There have been no additional adverse events reported for this patient.